Manufacturer narrative:
The pump was received with a cracked case near the corner of the belt clip rails on the battery compartment, broken battery tube threads and a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the long crack beginning from the top of the pump. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.